Event description:
The customer reported that the system displayed a communication failure error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced and the calibration and configuration files were reloaded. The system was tested and found to be working as intended and put back into service.